Manufacturer narrative:
Additional information: review of pump data by tandem quality engineer showed that the user initiated the cartridge fill tubing step within 3 minutes of each other.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer performed fill tubing while connected to the pump. Reportedly, the pump requested the customer to fill tubing even though they had already filled it. While troubleshooting with tandem technical support, the customer declined to disconnect from the pump until the fill tubing got to 10 units. Customer reported an elevated blood glucose level of 332 (mg/dl) and indicated that their hcp would be contacted for assistance in treating bg level. Customer stated that insulin injections were used to stabilize bg level and mdi would be used as backup therapy until replacement pump is received.